Event description:
The customer reported that he activated a pod at 11:16 pm on (B)(6). His blood glucose result was 129 mg/dl. He consumed 15 grams of carbohydrate and gave himself a 2.60u bolus. Her reported the following history for (B)(6): time: 4:02 am, bg result: 307 mg/dl, bolus: 3.20u; 5:41 am, 328 mg/dl, 3.10u (manual injection); 7:52 am, 222 mg/dl. He deactivated the pod at 8:29 am. He stated that he could see the needle inside the cannula as though it had not withdrawn completely.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. The root cause was determined to be a broken cam finger. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.